Event description:
Patient with total knee arthroplasty about 6 months prior with continued complaints of progressive right knee stiffness. Radiographs concerning for possible disengagement or improper engagement of locking mechanism for the tibial liner. Patient scheduled for right total knee arthroplasty revision tibial liner exchange. During procedure, there was extensive scar tissue noted within the suprapatellar pouch and medial and lateral gutters. The polyethylene liner appeared engaged without evidence of disengagement or improper alignment. Due to the radiographic appearance of the locking mechanism and concern for malfunction, the liner was disengaged. A 9mm polyethylene liner trial was placed, and the knee was found to have excellent rom from 0-130 degrees. The final 9mm thick polyethylene cs liner for tibial component was inserted and noted to be properly engaged, without interposing soft tissues. Explant sent to pathology and returned to manufacturer via field representative.